Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that previously implanted advanix biliary stents were removed from patients during endoscopic retrograde cholangiopancreatography (ercp) procedures in the common bile duct. The implant and removal dates were not reported. During the stent removal procedures, stent dwell times unknown, the physician felt the stent was getting stuck in the common bile duct; they had difficulty removing the implanted stent. In some cases, they were able to successfully remove it using rat tooth forceps, but in other cases the patients were referred to subspecialists at other institutions for stent removal. No specific number of cases or dates were reported; however, it was reported that this was happening "an increasing number of times" over the past few months. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.